Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cables was not confirmed. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately ((B)(6) 2021) per timestamp. There were no events in the log file related to the reported event of damage to the system controller cables. Pump operation was not affected. The returned system controller was tested and passed all stages of preliminary and functional testing. No damage was observed to the returned system controller. The controller was able to operate on a mock loop without issue. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a controller was exchanged and a replacement was requested. There was damage present to the white cable, which is why the patient came in, and then while assessing the patient, there was damage noted to the black cable as well.